Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead exhibited unspecified oversensing and decreased atrial sensing. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.